Manufacturer narrative:
The device has been received for evaluation; however, device evaluation is not yet complete. A supplemental report will be filed upon completion of the evaluation.

Event description:
It was reported that multiple cartridge change error messages occurred when the customer attempted to load multiple new cartridges. Blood glucose was 349 mg/dl. Reportedly, customer had manual injections available as alternate insulin therapy.